Event description:
Health professional reported an alleged "leak". The event was first noticed when the pt began gaining weight and was unable to feel restriction. During a fill appointment, the physician attempted to withdraw 2.0 cc of fluid, but was only able to withdraw .5 cc of fluid. The port was removed and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified, nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.